Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported twenty seven months post stent graft implant; the stent graft had migrated distally resulting in a type I endoleak. The physician elected to implant an aneurx aortic cuff with successful results. No add'l clinical sequelae were reported and the pt is reported to be fine.